Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a failure of the ias (image acquisition system). Failure of this nature does not result in a total loss of the acquisition system as the "bypass fluoro" is functional and available. The affected ias was exchanged and the system is operational. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected components and the low probability of this type of failure.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a patient procedure, no xray was possible and the ias was down. The customer attempted to restart the system, however, ias would come up and then perform a reboot once fluoro was triggered. When the reboot is started, xray is blocked as intended. We are unaware of any impact to the state of health of any patient involved.